Event description:
It was reported that balloon rupture occurred. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.